Manufacturer narrative:
(B)(4). Third party biomed inspected the device and verified the alleged condition. The tubing was found to be loose. The tubing was reconnected and the ventilator was returned to service.

Event description:
It was reported that during set up, the ventilator had a leak and the tidal volume was high. The ventilator was not in use on a patient at the time of the event occurred.